Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had an intermittent power issue. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 09/04/2015 device evaluation: the pump has been returned to animas and evaluated on (B)(4) 2015 with the following findings: there were multiple pump reboot events observed in the device¿s black box. The pump was unable to maintain an electrical connection with the returned battery cap because the battery cap was detaching. The battery cap had damaged threads and the battery compartment was found to be cracked in multiple places. The battery cap was replaced with a test cap and the pump was exercised for 24 hours with no further power issues observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.